Event description:
It was reported that during an unknown procedure, the clip applier was misfiring. No further information is available. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: I know that event stated that there was no further information, but did the device fire and then stop; jammed? No, the clips were not properly forming. They are sending back the instrument with 2 malformed clips. The clips were not completely closing.